Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the lnq22 implantable cardiac monitor was implanted underneath the skin and evaluated for sensing before closing during the initial procedure. The device was unable to sense properly and exhibited oversensing, with continuous electromagnetic interference/noise observed on the diagnostic mobile programmer application. Despite waiting several minutes, manipulating the device under the skin, and reinserting the device in a different location, the oversensing and noise persisted. The device was subsequently removed from the patient and replaced with a new device, which demonstrated no noise and adequate sensing. No patient complications have been reported as a result of this event.